Manufacturer narrative:
The insulin pump passed functional test, including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No rewind anomaly noted. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on the lcd board. The low reservoir alarm feature was programmed at 20 units, after delivering several boluses and with 20 units left on display, the insulin pump alarmed properly low reservoir. No low reservoir alarm anomalies noted. All buttons functioned properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. The insulin pump was returned without battery cap unable to confirm damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing the reservoir. Customer's blood glucose was 388 mg/dl at the time of incident. Troubleshooting found that the pump is cracked near the battery cap. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.